Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a cystocele, rectocele and enterocele repair + transvaginal intraperitoneal uterosacral vaginal vault suspension + advantage fit retropubic mid-urethral sling + cystoscopy procedure performed on (B)(6) 2014 to treat cystocele, rectocele, enterocele, sui and urinary frequency. It was reported that the patient has experienced an unspecified injury. Boston scientific has been unable to obtain additional information regarding the event to date.